Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer removed the pump case from the pump and multiple cartridges were pulled out intermittently. Reportedly, the customer's blood glucose reached 252 mg/dl. Customer replaced supplies and resumed insulin delivery.